Event description:
Info was received that this left ventricular (lv) lead displayed pacing impedances of less than 200 ohms and high thresholds. The patient was seen for a surgical revision procedure and the lead was surgically abandoned. There were no adverse patient effects reported.